Manufacturer narrative:
The investigation determined that a higher than expected, vitros crea result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The likely cause of the higher than expected vitros crea result is an issue related to the vitros 5600 system. There was no evidence to suggest that vitros crea lot 1512-3466-0495 is not performing as intended, however without historical quality control results the reagent could not be entirely ruled out as a contributor of the event. The presence of microslide metering condition codes indicate an issue with sample metering at the time of the event. An ortho fe performed service actions which included inspecting the tip locator, cleaning the tip locator, and performing all associated microslide metering adjustments. The fe successfully completed diagnostic within run precision testing using vitros alkp slides to verify performance after the completion of service actions.

Event description:
A customer obtained a higher than expected vitros crea result when processing a single patient sample using vitros creatinine (crea) reagent on a vitros 5600 integrated system. Patient sample 1 vitros crea result 433.4* umol/l versus the repeat vitros crea result 66 umol/l a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected, vitros crea result was not reported from the laboratory and ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).